Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
A journal article (outcomes after partial endograft explantation) was identified which evaluated aneurysm related complications and device issues in patients who underwent partial endograft explantation during late conversion of endovascular aneurysm repair to open repair. Some of the patients identified in the article received a cook zenith device(s). According to the article, patient 17 had a type ia endoleak which was not amenable to endovascular salvage. Conversion to open surgical repair was conducted with a retroperitoneal approach. Distal anastomosis was performed to the body of the zenith device when patient became unstable intraoperatively. The patient had a history of congestive heart failure with an ejection fraction of 25% before surgery and died from cardiogenic shock on post operation day 6.